Event description:
A malfunction on the pump was reported by the caller. The blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. To resolve the issue, tandem technical support arranged to send a replacement pump, instructed the customer on how to return the malfunctioning pump, and ensured the customer would use a manual method of insulin delivery in the meantime.